Event description:
The physician was attempting to use an amphirion deep us pta balloon catheter. During the procedure on the first inflation the amphirion balloon could not hold pressure and leaked from the transition between the hub and the balloon shaft. The physician stated the event was related to the device. Another device was used to complete the procedure. No patient injury or clinical sequelae reported for this event.

Manufacturer narrative:
Evaluation results: no results available since no evaluation performed - device or procedural images not provided for review. Root cause is undetermined. No device received for evaluation. Evaluation conclusion: unable to confirm complaint - device or procedural images not provided for review. Root cause is undetermined. (B)(4).